Event description:
It was reported that a solution set with duo-vent spike leaked 0.9% sodium chloride solution at the junction between the drip chamber and the tubing. The issue was identified during priming, prior to the addition of chemotherapy medication. The reporter noted that the "top of the IV pump was wet". There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.